Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified a lack of grease on the cam lobes. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported over infusion which was reproduced as an intermittent free flow condition. The device was run at 10 ml/h and engineering observed intermittent uncontrolled flow. Per the engineering report the direct cause of the reported over infusion was determined to be a workmanship failure which resulted in no grease being applied to the cam lobes during manufacturing. The absence of grease led to premature wear on all finger and valve pushers. It was determined that the premature wear and complete lack of travel on the upper valve lead to the over-infusion at the customer verified rate of 2.3 ml/hr. The valves, fingers, and cam shaft assembly requires replacement to correct the cause of the customer reported symptom. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy of fentanyl programmed at a rate of 2.3 mg/hr in the intensive care unit. It was also reported that the device actually infused 25 mg in 90 minutes. Due to the patients pre-existing condition the over infusion resulted in no change to the patient¿s vital signs or brain activity. There was no patient injury or medical intervention associated with this event. Three days later ((B)(6) 2017) the patient expired due to continued deterioration of health and subsequent withdrawal of life support. No additional information is available.

Manufacturer narrative:
Additional information provided by the customer on 09/05/2017 stated the fentanyl gtt (dosage of 1mcg/kg/hr) was started at 23:30. The device was reported to have started alarming for air-in-line, indicating that the bottle was empty. The patient's hemodynamic profile remained stable and the dexmedetomidine (precedex) regimen the patient was receiving was stopped in response to the reported over infusion. (B)(4).